Event description:
The customer reported via phone call that the insulin pump alarmed motor error while filling the tubing. The customer was able to complete the rewind sequence. The customer's blood glucose level was 90 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip.